Event description:
Olympus was informed that during an transurethral resection bladder tumor (turbt) procedure, the subject device was working intermittently, and it was used in conjunction with an olympus ues-40 with an unidentified electrode loop. The user facility reportedly was receiving error 02 message whenever the foot pedal of the ues-40 was pressed. The user facility reportedly attempted to replace the ues-40 but the error 02 message persisted. The user facility subsequently replaced the subject device with an unidentified working element and the error 02 message was said to have been cleared. The intended procedure was said to have been completed using the same ues-40 but with an unidentified working element. The intended procedure was said to have been delayed for an unspecified amount of time. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The returned device was evaluated with an olympus ues-40 electrosurgical unit and a (B)(4) electrode loop with the output observed to be normal and there was no error 02 message noted. However, the device failed the dielectric test twice. There were minor stain and scratches found in the electrode port. Additionally, there was evidence of corrosion and electrical arc noted inside the electrode port in the teflon body which attributed to the user's experience. This report is being submitted as an MDR in an abundance of caution.